Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results on several assays generated by the unicel dxi 800 access immunoassay system for multiple patients. Customer tested several patient samples and initial results were: tsh results were in the range of 9.87 uiu/ml - 13.60 uiu/ml. T uptake results were: 4.0% and 4.4%. Tt4 results were in the range of 0.3-1.6 ug/dl. Psa results were in the range of 47.96-55.11 ng/ml. Vitamin b12 results was ">1500 pg/ml". The results were reported out of the lab. Customer repeated all samples back to the last acceptable qc on a different instrument in their lab and repeated results were in different clinical ranges. Corrected reports were sent. Customer is not aware of any change in treatment to patients, due to the initial results.

Manufacturer narrative:
Pre-analytical sample handling information was not provided. Qc performed in the morning was within specifications. Multiple errors in the event log started at 2:10 pm and included aspirate probe plate motor slipped and wash wheel aspirate arm movement failure. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered the aspirate probe plate coupler was broken and replaced it. The fse performed a diagnostic testing and all results passed within specifications. Even though the psa, tsh, tu, tt4, and b12 results are unlikely to be the basis to initiate or withhold treatment, in this event, the hardware failures may have affected other pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose fo this report.